Manufacturer narrative:
The device passed the functional testing, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test alarm was noted. All operating currents are within specification. No unexpected low battery or off no power alarms were noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer was assisted with failed battery test troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that neither compartment nor spring are damaged or corroded. The customer was advised to insert a battery and to make sure the battery was inserted properly. The insulin pump alarmed failed battery test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.